Manufacturer narrative:
(B)(4). Investigation of the returned device found the monofilament with posterior needle tip, cuffs, and link were not returned. The plunger had a dent/stressed mark on the anterior needle barb, which is consistent when the anterior cuff detached from the anterior needle tip during removal of the plunger. The cuff detachment from the needle tip is likely the result of resistance or drag encountered during the procedure. The plunger was reinserted to test the needle trajectory and push mandrel travel and the results were acceptable. There was no abnormal observation found on the device that could have contributed to the cuff detachment. Based on the investigation findings, the root cause for the anterior cuff to needle tip detachment is undetermined. During the investigation, a guide wire was backloaded and frontloaded without significant resistance. However, it was reported that the access site was a little high, which implies that it is above the inguinal ligament. Whether this contributed to the reported experience of resistance with the guide wire and the pain when deploying the foot is undetermined. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that a physician trained in the use of the perclose proglide attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, while advancing the device onto the guide wire, resistance was felt. The access site was a little high on the artery and upon deploying the foot and the needles, the patient felt pain. As the plunger was removed, the suture was not retrieved. The device was rewired and removed. The pain then subsided. A sheath was put in and hemostasis was achieved. There was no adverse patient sequela. Though requested, no additional information was provided.